Event description:
It was reported that a technician, trained in the use of the starclose se device, attempted arteriotomy closure of a right common femoral artery after an interventional procedure. Reportedly, after firing the clip the starclose se device would not release from the patient's anatomy. The safety features were used successfully and hemostasis was achieved with the clip. The device was used in a scarred groin. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was discarded at the facility. Without the product to examine, no determination can be made as to the cause of the reported discrepancy. A device can be difficult to remove due to a number of factors including, but not limited to, manufacturing, tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset. This may have been a contributing factor to this event, but could not be confirmed. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indications of a product quality deficiency.